Event description:
Pt was having total hip replacement. Following cup insertion, the plastic cup liner was inserted and during this the metal ring loosened necessitating removal of the liner and replacement with a new one. These liners cost rptr's facility $405. According to the or personnel it would be difficult to determine if this was user error or defect. No pt injury occurred. This has happened in the past.